Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with noise on the egms. No obvious noise or oversensed signal were noticed. No other anomalies were reported. Programming changes were suggested. No further information is available.